Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: caller reported a different plunger shape to her bd 3 ml syringe on 12-22-2020. Caller was asking for assistance on how far back to pull the plunger on the syringe. Cts explained that the plunger needs to be pulled back until base of plunger is at the desired line on the syringe. Customer acknowledged and understood. Number of occurrences ¿ 1. Did the caller insert the needle into the cartridge and encounter fill resistance? ¿ no. Product with issue - bd 3 ml syringe, pn 309657. Product lot # - unavailable. Did issue cause any injury? ¿ no. Did customer require medical intervention? ¿ no.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: caller reported a different plunger shape to her bd 3 ml syringe on 12-22-2020. Caller was asking for assistance on how far back to pull the plunger on the syringe. Cts explained that the plunger needs to be pulled back until base of plunger is at the desired line on the syringe. Customer acknowledged and understood. ¿ number of occurrences - 1. ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no. ¿ product with issue - bd 3 ml syringe, pn (B)(4). ¿ product lot # - unavailable. ¿ did issue cause any injury? - no. ¿ did customer require medical intervention? - no.